Manufacturer narrative:
Product code = dqx. Per the initial reporter, the device will not be returned. PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to use, three straight fixed core wire guides were observed to be incorrectly packaged. Per the reporter, normally the soft tip of the wire reaches out of the plastic holder when the product is opened; however, the stiff end of the wire was at the open end of the holder. The devices did not come into contact with a patient. It was noted that the devices could be utilized; however, incorrect packaging presented the potential for the wire guides to be misused.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.